Event description:
It was reported by the customer that pyxis medstation es system had power related problem. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that power does not go to device. A field service engineer replace power module. The system functioned as intended after the field service engineer troubleshot the device.